Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite-serter. Performed insertion test using a new lab enlite-sensor and rubber skin. Enlite-serter passed per specifications. Enlite-serter connects/releases properly.

Event description:
The customer called in to report that he was having issues with the enlite serter. The customer's blood glucose level is 186 mg/dl. The customer states that he had issues with sensors also and he isn't sure if it was the sensor or a faulty enlite serter. The customer states that the enlite serter does not release the sensor after the second button press. We advised that the catch arm may be bent. Customer also stated that the he had trouble when he removed needle hub from sensor and the needle didn't automatically retract. He said this sensor was from a previous box of sensors that he had used. We advised the customer to call and report the issue with lot information. No further information was reported.